Event description:
It was reported that this pacemaker exhibited interrogation issues. During a routine follow-up, the device was unable to be interrogated. It was noted that this device has been implanted since 2013. It is planned to explant and replace this device. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported. Further information regarding product return status has been requested.